Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported her insulin pump was alarming. Customer did not want to provide her blood glucose. The device alarm history showed there were two alarms. Customer stated the alarm occurred during a bolus delivery. Customer was instructed to disconnect and rewind the device. A bolus delivery was programmed and it was recorded in the bolus history. The device passed a self test. Customer was advised to monitor the device and call if needed. Nothing further reported.